Event description:
Failure of cmv result interface from product management application -(B)(4)- to donor management application -(B)(4)-. Cmv reactive test results did not interface from the lab application to update the donors cmv status. Thirteen donors -13- were identified that had subsequent donations which were tested for cmv and found to be non-reactive for cmv antibodies and products were labeled as cmv negative. Seventy-three -73- product recall letters were sent to (B)(6) hospitals. As of (B)(6) 2010, no adverse affects to recipients have been reported to (B)(6). The interface failure was discovered on (B)(6) 2010 and reported to the manufacturer of the software application -(B)(4)-.